Event description:
Doctor reported events of "gastrointestinal bleeding", "gastric band erosion", nausea and syncope from journal article: "gastrointestinal bleeding secondary to gastric band erosion", the american journal of gastroenterology, (oct 2011) vol 106, supp [2], pp s387-s387. MFR of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. At this time, allergan has been unable to reach the reporter of the complaint for device or add'l event info. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, hemorrhage, nausea, and syncope are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience." Device labeling addresses the reported event of hemorrhage as follows: "adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling addresses the reported event nausea as follows: "nausea and vomiting may occur, particular in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stomach obstruction or a band/stomach slippage." Device labeling addresses the reported event syncope as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 2% of study pts included: diarrhea (n=2), gastric pouch dilatation (n=2), gastritis (n=2), esophageal dilatation (n=2), syncope (n=2), seroma (n=2)."